Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that he was treated by the paramedics and his blood glucose reading was 57 mg/dl after being treated. Troubleshooting revealed that the insulin pump had delivered a bolus of 24.4 units prior to the event. The customer stated that he did not program that bolus. The customer's dr felt that the insulin pump should be replaced. Nothing further was reported.